Event description:
While the doctor was connecting it to the inflating device, he found the hub crack. The lesion was located at the middle right coronary artery (rca). An atw mw guidewire, a vista brite tip 7f jr4, a ruijin balloon were used for this procedure. After pre-dilation, the physician tried to implant a cypher select plus, however, he found that the hub cracked while he was connecting the inflation device. Therefore, he changed it to a new cypher, and it successfully crossed the lesion. There were no reported patient complications. As per the affiliate, the device was not inflated.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.